Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.

Event description:
It was reported that the device only lasted one year and eight months, and the device had reached eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.